Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump's buttons were harder to pressed. The customer¿s blood glucose was unknown at the time of incident. The customer reported that the insulin pump had rejects new batteries, rewind multiple times to finish process and random unexplained no delivery alerts. The insulin pump will not be returned for analysis.